Event description:
It was reported the patient's pump had a critical alarm occurring for a motor stall. The pump was alarming every 10 minutes. The patient was then hospitalized for an unknown reason where the healthcare professional (hcp) interrogated the pump. When the pump was interrogated, the daily dose rate had been erased and the pump status was "pump in safe state". The daily dose rate was entered again and after interrogation, the daily dose rate was deleted again. The alarm signal came again and after another interrogation, the daily dose rate was deleted and the pump was in safe state. The pump would be explanted later on the date of this report. The pump was used to deliver morphine. The outcome of the event was not reported.

Manufacturer narrative:
(B)(4). Analysis of the pump (sn (B)(4)) found a gear train anomaly, stall due to shaft-bearing and the gear train anomaly was sue to corrosion and/or wear and/or lubrication. Analysis also found a feedthru anomaly; shoring across the insulator.

Manufacturer narrative:
(B)(4).